Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 180mgdl, 125mg/dl. Tests were done 13 minutes apart with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.